Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the powerport m.r.I. Isp. It was reported that during preparation of the procedure, the surgeon observed black fm at the catheter tip while advancing the device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One photo was provided and reviewed. The photo shows the physician was holding the catheter and partial view of catheter tip were observed. Some black foreign material was noted on the tip of the catheter. Manufacturing review was performed and as per review visual inspection observed that the tip of the catheter presents some black of foreign material. Therefore, the investigation is confirmed for the reported contamination issue. The root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the powerport m.r.I. Isp. It was reported that during preparation of the procedure via the internal jugular vein, the surgeon observed black foreign material at the catheter tip while advancing the device. The procedure was completed using another device. There was no patient contact.